Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), implanted: (B)(6) 2019, product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient received replacement from repair today around noon or 1 pm. Patient was able to charge up ins but noticed rtm and controller got really hot. The rtm was getting hot as well as the controller and battery and ac power supply. It got so hot the patient had to remove from his body. Patient had not noticed this before with his old equipment. No further complications were reported.